Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of sensor glucose versus blood glucose differences from the sensor. The customer's blood glucose was 170 mg/dl while the sensor glucose reading was 40 mg/dl. The customer stated that the sensor went into threshold suspend. The customer calibrated the sensor and received "cal error" and "change sensor". The customer stated a bad sensor alert occurred after a second consecutive cal error. The customer will be sent replacement sensor.